Manufacturer narrative:
This report is based on information provided by philips bench repair technician (brt) and has been investigated by philips complaint handling. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device could not pass the operational check. Analysis was performed by the brt and it was determined that the therapy pca (printed circuit assembly), som pca (system on module, printed circuit assembly), paddle tray, and therapy receptacle were defective. The defective parts were replaced and the device was returned to full functionality. The device was returned to the customer and no further evaluation is warranted at this time. The reported problem was determined to be due to multiple component failures. The root cause of which could not be determined. The reported issue was confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 defibrillator could not pass the operational check. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.